Event description:
It was reported that the device alarmed super cap. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the bottom case seal broken and the plunger seal intact. Results of the pump event history log review showed system failure (super cap). The technician was able to duplicate the reported event using a new battery during the investigation for verification. The root cause of the reported event was unable to be determined. The technician replaced the printer control board and upgraded device software, and performed all functional tests and passed.